Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforated right coil') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregular prolonged periods\excessive or abnormal menstrual bleeding"), dysmenorrhoea ("painful periods") and dyspareunia ("painful intercourse"). The patient was treated with surgery (robotic lysis of adhesions, cystoscopy with stent placement with removal of perforated right coil). Essure was removed. At the time of the report, the perforation, menometrorrhagia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menometrorrhagia and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case will be deleted from bayer pv data base. This case was identified to be duplicate of case:(B)(4). Duplicate case identified with fu information. All the relevant information was transferred to the remaining case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforated right coil') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregular prolonged periods\excessive or abnormal menstrual bleeding"), dysmenorrhoea ("painful periods") and dyspareunia ("painful intercourse"). The patient was treated with surgery (robotic lysis of adhesions, cystoscopy with stent placement with removal of perforated right coil). Essure was removed. At the time of the report, the perforation, menometrorrhagia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menometrorrhagia and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforated right coil') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregular prolonged periods\excessive or abnormal menstrual bleeding"), dysmenorrhoea ("painful periods") and dyspareunia ("painful intercourse"). The patient was treated with surgery (robotic lysis of adhesions, cystoscopy with stent placement with removal of perforated right coil). Essure was removed. At the time of the report, the perforation, menometrorrhagia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menometrorrhagia and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the case was upgraded from non-serious incident to serious incident. Previously reported unspecified event ¿injury¿ was updated to event "perforated right coil, and/or painful periods,irregular prolonged periods/ excessive or abnormal menstrual bleeding and painful intercourse". No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.